Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an irritation from lv rubbing and cutting into the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended keeping the irritation covered. Patient reported that the irritation is getting better.